Manufacturer narrative:
(B)(4). Reportedly, there was a venous sheath next to the arterial sheath during the closing procedure. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. (B)(4): device out of place in package. The device was used on a patient. The instructions for use, under precautions, states: prior to use, inspect the perclose proglide smc to ensure that the sterile packaging has not been damaged during shipment. Examine all components prior to use to verify proper function. Exercise care during device handling to reduce the possibility of accidental device breakage. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of the device, the collar of the plunger was observed to be way above the body. The device continued to be used. An arteriotomy closure of the slightly tortuous common femoral artery was attempted using the proglide device with a 14f sheath after an interventional procedure. Reportedly, the device was attempted to be deployed but deployment was unsuccessful. A second and third proglide device were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction- device not returning. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of failure to deploy or physical property issue reported for this lot. Reportedly, when the package of the device was opened prior to use, the collar of the plunger was observed to be way above the body of the device. The device continued to be used. The instructions for use, states: do not use the perclose proglide smc device or accessories if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. Based on the information reviewed, there is no indication of a product deficiency.